Event description:
It was reported that noise was observed on the ventricular lead. During the attempt to revise the ventricular lead, it was determined that the right ventricular port of the pulse generator was the cause of the lead noise. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.